Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: cosmetic (thighplasty). According to the reporter: two months post-operatively patient came into clinic with a dehiscence. The vloc strand was still in tact in the incision. An incision wound washout was performed. The patient may go back to the or for scar revision surgery. Allegedly, there was tissue damage and/or patient injury and/or infection.